Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an unexpected change in stimulation. The patient had increased pain and when they used their programmer it showed that the intensity was at zero when it was expected to be at 1.5. The representative noted this was a coincidental occurrence post ect treatment for depression. Impedances were checked and all were within the normal limits. The representative turned adaptive stimulation off and will follow up with the patient on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative reset the patient's adaptive stimulation settings and the issue was resolved. No further complications reported.